Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address excessive hyperextension and instability approximately one (1) year post-operatively. During the revision, the femoral bushings and polyethylene tibial bearing were identified to have fractured. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address excessive hyperextension approximately one (1) year post-operatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant devices - orthopedic salvage system rs segmental femoral component left 8.5cm catalog#: 161124, lot#: 66097829, orthopedic salvage system polyethylene tibial bushing catalog#: 150476, lot#: 66873956, orthopedic salvage system reinforced yoke catalog#: 150493, lot#: 66294444, orthopedic salvage system rs axle catalog#: 161035, lot#: 66654338, orthopedic salvage system poly locking pin catalog#: 150478, lot#: 66573572, biomet series a standard 3-peg patella 31mm catalog#: 184764, lot#: 66339705. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4 the device was evaluated, however, the reported event could not be confirmed. Visual evaluation of the returned device identified signs of use with scratches/marring on the surface. The device was deformed and cracked in two places with all parts still intact. Dimensional analysis of the product determined it was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.